Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A caller reported receiving an unspecified higher than feels sensor and they had experienced muscular contractions and a seizure. The customer was treated with sugar and energy drinks, and 2 hours later, the customer was administered a glucose injection. No further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A high reading issue was reported with the adc device. A caller reported receiving an unspecified higher than feels sensor and they had experienced muscular contractions and a seizure. The customer was treated with sugar and energy drinks, and 2 hours later, the customer was administered a glucose injection. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.